Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that on (B)(6) 2016, he tested and received a reading of hi, which on the system indicates a result in excess of 600 mg/dl, on his meter. Customer noticed that there was some frosting on his hands, so he went to wash them. The customer tested again and received a received a reading in the high 100 mg/dl range. The readings were taken within 10 minutes of each other. No adverse event. Strips are not available for return. Strip lot not available.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.